Event description:
On (B)(6) 2009, the patient reported that for the past 3 weeks she has noticed her insulin infusion device makes a grinding noise during insulin delivery. She stated her blood glucose readings have not been affected. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.